Manufacturer narrative:
Failure analysis revealed that the insulin pump had scratched screen, stained keypad overlay, cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads, slightly stripped battery cap coin slot, cracked case near the reservoir window, scratched case, a slightly corroded battery cap contact, and slightly corroded battery tube. The device was also received with depleted duracell alkaline battery in the battery tube (.317 volts). The device was tested with energizer alkaline battery (1.607 volts). The unit passed the functional test including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The device was also received with reservoir/infusion set and passed the functional testing. The insulin pump passed the delivery accuracy volume test (97.24 per cent) accurate.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2011 due to diabetes ketoacidosis and a possible myocardial infarction. It was stated that the cause of this medical emergency was a bent needle on her infusion set, which resulted in the delivery of little or none insulin into her body. The customer recovered completely and continued using the insulin pump and the infusion set until (B)(6), 2011. While connected to the device, the customer was unknowingly injected with a large bolus of insulin. The customer was found unresponsive the next morning and was taken immediately to the emergency room. Her blood glucose reading was 1.4mg/dl, and she was intubated and transferred to the intensive care unit. The customer never regained consciousness and on (B)(6) 2011 the difficult decision to withdraw the life support was made, and the customer passed away. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.